Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The device was received for evaluation and the event was confirmed during testing. The device were found to be affected by corrosion affecting the trigger assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had run-on. The reported event had no patient involvement; no patient impact.